Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed an overestimation of battery longevity on the pacemaker. No changes or interventions were reported. The patient condition was stable.

Manufacturer narrative:
¿The reported event of overestimation was confirmed. Based on the provided information, the incorrect longevity value was due to an error of fuel gauge count (consumption data) reading on the merlin programmer. The incorrect reading led to the inaccurate longevity estimate. The device is performing per design.